Manufacturer narrative:
The manufacturer did receive devices, x-rays, and other surgical reports for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in 07/2008. Should additional info become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Therefore, zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that the patient was implanted a durom us acetabular component 54/58 n on the right side on (B)(6) 2007. The pt was revised on (B)(6) 2014 due to pain and difficulty in bearing weight.